Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 27.5 mmol/l. Customer had a positive results in ketones, also experienced nausea, vomiting and felt thirsty. The customer was treated for the high blood glucose with manual injections. Customer was not using the auto mode feature at the time of reported event. Based on customer report customer did not allege insulin pump was under delivering. Customer also stated that the insulin pump had insulin pump error alarm. Customer was assisted with troubleshooting for insulin pump error. Customer was able to clear and rewound the insulin pump successfully. Customer did self test and it was pass. The insulin pump was not returned for analysis.